Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. Low battery alarm functioned properly. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted during testing. The insulin pump was received with unexpected restart error alarm after battery change due to broken solder joint. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a battery out limit alarm. The customer reported that the battery would last for an hour. The customer's blood glucose was 505 mg/dl at the time of incident. The customer's blood glucose was 124 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the new battery cap did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.